Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for a blood glucose (bg) of 1100 mg/dl. Customer reported event was due to use error and pump/supplies were working properly. Customer declined to provide further information.